Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
It was reported that the device was returned due to advisory. The device was received from the field with battery voltage above elective replacement indicator (eri) level and no anomaly was found on the header that is related to the field concern. Analysis of device image indicated device was within normal range of operation. Further analysis performed showed normal device characteristics with device above elective replacement indicator (eri) level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.